Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On july 4, 2007, the lay patient contacted lifescan (lfs) alleging, she was unable to obtain a reading on her one touch ultra meter. The patient told the medical affairs specialist (mas) she usually takes humulin n insulin, 17 units in the am and 20 units in the evening at dinnertime. She said she adjusts the insulin doses up or down dependent on her meter readings. The patient said the meter displayed the error 4 message and did not provide a blood glucose reading for one week. During that time, her blood glucose was tested while she received renal dialysis 3 days a week. However, she was unable to test her blood glucose the previous day. Prior to the previous day, she took her usual dinnertime dose of 20 units humulin n insulin around 6:00 pm and ate dinner. At 10:00 pm, the patient was hot, sweaty, weak, and had heart palpitations. Her grandson called ems. Emt's obtained a result of 30 mg/dl on the ems meter and treated the patient with oral glucose. The emt's obtained a result of 103 mg/dl before they departed. The patient felt better after treatment and refused to be taken to the hospital. The lfs customer care advocate (cca) noted that the patient was unable to code the meter; however, the meter turned on. The cca also noted that the meter was set to the incorrect unit of measurement. The patient denied trauma to the meter. The cca walked the patient through resetting the meter code and unit of measurement. The patient's meter was replaced via field exchange with a pharmacy. The complaint is reported because the patient alleges, she was unable to obtain a reading on the lfs product and adjust her insulin according to her meter readings. She claims she experienced symptoms that suggested hypoglycemia 4 hours after taking "n" insulin and a hypoglycemic reading on an ems meter. She claims the emt's treated her with oral glucose.